Event description:
It was reported that right ventricular (rv) lead alert had been triggered. Stored egms (electrograms) suggest noise or oversensing in rv pace/sense channel. When patient was in the office, aggressive pocket manipulation did create a few oversensing artifacts. Possible fracture of the lead is suspected. The lead has been explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314drg implantable pacemaker/cardio/defib (B)(6) 2012; 456853 implantable pacing lead (B)(6) 2001-09-06. (B)(4).